Event description:
Olympus was informed that toward the end of the endobronchial ultrasound (ebus) procedure with fine needle aspiration, while introducing a flexible bronchoscope, the physician noted that the needle sheath had fallen inside the patient's lung. The physician was able to retrieve the coil using alligator graspers (forceps) with no patient harm reported. A visual inspection of the coil upon extraction noted that the coil was intact. There was no bleeding reported and no further medical or surgical invention was provided.

Manufacturer narrative:
The device referenced in this report was returned to the olympus for evaluation. The evaluation confirmed that the coil and the needle sheath were detached from the device. Upon visual inspection, it was noted that all other parts of the device were present. The returned portion of the distal end coil sheath measured 35mm in length. It was noted that there was a bend in the distal end sheath coil which extended in the distal end sheath, the needle became jammed on the coil causing the distal end sheath coil to be detached from the aspiration needle. The device has been forwarded to the original equipment manufacturer (OEM) for further testing. Review of the DHR history confirmed that there were no manufacturing issues noted. If additional information is available, a supplemental report will be submitted.